Event description:
Pump started beeping air in line, when I opened the cassette to check the tubing the med squirted out the tubing, a small hole was noted within the blue connector piece and the rubber tubing that gets connected into the pump. FDA safety report ID# (B)(4).